Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering up after emergency stop testing. Review of the log files didn't confirm the reported malfunction. The fse inspected the system and found that the pdu (power distribution unit) software required reloading. So, the fse reloaded the software and the system started. The fse performed functional testing and found that the system mains spiked up when the emergency off was activated. The failure analysis was performed for the pdu control module and the pdu mains interface module. The malfunction in the pdu control module could be confirmed as electronic defect. Also, there was no malfunction in the pdu mains interface module as no fault was found. However, the fse replaced the replaced the pdu control module and pdu mains interface module which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not powering up after emergency stop testing. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and reloaded the power distribution unit software and returned the system to use in good working order.